Event description:
It was reported that the collimator on the system 9800 would not close down when the command given. No pt involvement reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The collimator was replaced and iris sensor wiring found damaged was repaired. The system was calibrated and was tested and found to be working as intended and placed back into service.